Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip becoming caught in the leaflet, gripper actuation issue and tissue damage. It was reported a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. Challenging anatomy included an anterior leaflet flail. An xtw clip was maneuvered into the valve, but became entangled with the leaflet. The clip was able to separate from the leaflet with standard troubleshooting and was moved into the left atrium. There, the grippers were cycled, but one of the grippers would not lower. The clip was then removed from the patient, where tissue was observed attached to the clip. Two additional clips were then implanted successfully reducing the mr to grade 1. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the difficult to remove from anatomy associated with the clip getting caught with the leaflet appears to be related to patient conditions (flailed anterior leaflet). However, a cause for the reported single gripper actuation issue cannot be determined. The reported unspecified tissue injury appears to be related to the procedural circumstances associated with difficulty removing the clip from the anatomy. Tissue damage is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.